Event description:
Report received of a leak of chemotherapy. The customer contact reported the patient was receiving 5fu at 2ml/hr for 22 hours, in a total volume of 65ml. The cuctomer contact reported that when the patient went in for their regular post infusion appointment, the nurse "opened the bag and saw 5fu crystallised and dried." It is unknown how much of 5fu had leaked. The patient had not been aware of the leak prior to the nurse opening the bag. The customer contact reported that niether the patient, nor the staff came into contact with the chemotherapy. The patient was given "a new case." The customer contact said the "pump was not efffected." The patient resumed treatment on schedule. There was no critical delay of treatment, no adverse patient event, and no medical interventions were required.